Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a cracked battery cap. The customer's blood glucose reading was 587 mg/dl. The customer treated the high blood glucose readings with a manual injection. The mother stated that her son's pump battery cap will not come off. The mother stated that they are unable to remove the battery cap on their pump. The mother stated that they do not have a large, flat-head screwdriver. The mother stated that they are not able to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor the pump closely if they continue use of the pump. The customer will be sent a replacement pump.